Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cement mixing system did not work; the monomer did not mix in with the powder. There was no patient injury and no delay in a procedure as a result of the event.